Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image is consistent with the alleged complaint. The image shows a broken off/detached fragment from a portion of the device that enters the patient (distal end). No conclusive determination can be made based on this analysis. The probable root cause cannot be determined.

Event description:
It was reported that the harmonic ace instrument malfunctioned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this complaint is about the overall quality of the harmonic ace, not about issue that happened during a specific surgery. Patient demographics were requested but were unable to be provided.